Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. The connectors at both ends of the cable appear to be in good condition. An electrical evaluation was performed. A pre-cautery test was conducted per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The reference hemopro and returned cord were connected to the power supply, the device immediately activated once the power was turned on. No noise was heard which would consider divergent. The cable was evaluated for electrical continuity using a multimeter. The connection between pug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed. Based on the results of the evaluation the reported complaint was not confirmed for the reported failure mode ¿device operated differently than expected¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable made noises during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable made noises during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.